Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transmission revealed that the implantable cardioverter defibrillator was experiencing far r-wave oversensing on the atrial lead. The patient did not receive therapy due to this event. Programming changes were made and the issue was resolved. The patient was in stable condition post programming changes.